Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to reat pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/7/2016.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent cystoscopy on (B)(6) 2008 without removal of urethral calculus due to stress incontinence. (B)(4) - undefined recurrence; dyspareunia; urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.